Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the field service engineer evaluated the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator failed the short self test (sst). The ventilator experienced smoke and a burning smell. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the field service engineer evaluated the ventilator and replaced the touch frame cable. The ventilator passed all testing per manufacturer's specification and was returned to the customer for clinical use. If information is provided in the future, a supplemental report will be issued.